Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline infection. Stenotrophomonas maltophilia was noted from the driveline exit site on (B)(6) 2019. The patient was started empirically on doxycycline on (B)(6) 2019 and briefly transitioned to bactrim based on sensitivities. Creatinine increased, bactrim was stopped after a few days. The driveline exit site would be monitored going forward. No other treatments were administered to the patient. No additional information was provided.